Event description:
It was reported that during a total knee surgery the drill bit apparatus broke. The broken piece was removed from the knee. The two pieces were matches and removed from the sterile field. No pieces were missing. X-ray of right knee was taken and the physician read the x-ray as negative.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that during a total knee surgery the drill bit apparatus broke. The broken piece was removed from the knee. The two pieces were matches and removed from the sterile field. No pieces were missing. X-ray of right knee was taken and the physician read the x-ray as negative.